Event description:
It was reported that the customer had high blood glucose levels of 490 mg/dl. The customer was hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The mother of the customer reported multiple no delivery alarms form the insulin pump. The no delivery alarm was resolved by a complete infusion set and reservoir change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We consider this report complete to the best of our knowledge. (B)(4).